Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump insulin squirted out if the tubing during load reservoir. The customer's blood glucose was 229 mg/dl at the time of the incident. The customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. During troubleshooting the customer was asked to release fill and observe the end of the line and insulin didn't drip out the end of the line after the motor stopped. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.